Event description:
It was reported that the patient under went a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent removal, mid urethral sling placement and cystoscopy on (B)(6) 2010 for urinary incontinence. Patient underwent mesh sling placement and rectocele repair with cadaveric fascia lata and a perineoplasty on (B)(6) 2010 for rectocele and sui. No additional information was provided. (B)(4).